Event description:
(B)(4) - the dealer reported that the v18pfr mechanical wheelchair left footplate was broken. There was no injury reported.

Manufacturer narrative:
The incorrect manufacturing registration number (9616091) was inadvertently submitted on the initial medwatch. The correct manufacturing registration number is 1531186.